Event description:
In 2008, the pt reported that at 2:00pm on the day before, her blood glucose was elevated to 291 mg/dl and she bolused 3 units of insulin. At 5:30pm, her blood glucose measured 217 mg/dl, and she bolused 3 units of insulin and changed her infusion site and tubing. At 8:00pm, her blood glucose measured 313 mg/dl and she bolused 3.5 units of insulin and again changed her infusion site and tubing. At 9:45pm, her blood glucose measured 324 mg/dl and she injected 4 units of insulin. Her blood glucose lowered to 163 mg/dl at 3:30am. When the pt woke up, her blood glucose measured 210 mg/d at 7:00am and she ate 1 piece of toast and drank orange juice and bolused 4 units of insulin. At 10:00am, her blood glucose measured 196 mg/dl. Her normal blood glucose range is 120-180 mg/dl. Upon follow up on the day after the original date, the pt reported that she switched to her backup infusion device and she stated that insulin is being delivered better than with the primary device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.